Manufacturer narrative:
(B)(4). Concomitant medical products: bioloxâ® delta, ceramic femoral head, s, ã¸ 28/-3.5, taper 12/14, pn 00877502801, ln 2633555. Liner neutral 28 mm i.d. Size gg for use with 48 mm o.d. Size gg shell, pn 00875100828, ln 61658577. Report source: (B)(6). Multiple MDR reports were filed for this event. Please see reports: 0009613350-2018-01082, 0001822565-2018-05832. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient experience dislocation approximately six weeks post implantation. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following sections have been updated. - medical products - avenirâ® mã¼ller, stem, lateral, uncemented, ha, 9, taper 12/14, catalog #: 0106010109 lot #: 4018621 reported event was confirmed by review of operative reports. Device history record (DHR) was reviewed with no deviations identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.